Manufacturer narrative:
The importer reported that user facility reported that one of their staff members experienced a burn at the treatment site during self use of the alma harmony system.

Event description:
The importer reported that user facility reported that one of their staff members experienced a burn at the treatment site during self use of the alma harmony system.